Event description:
A distributor in norway, rubin medical as, reported that a customer's pump screen would not turn on. The incident was noted on january 15, 2026, and the pump showed a malfunction with the screen remaining dark while the red led flashed, accompanied by beeps and vibrations as described. Despite the technical issue, there was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by arranging a replacement pump to be sent to the customer. The customer was advised to switch to manual insulin therapy (mdi) as a temporary backup and instructed on how to store the malfunctioning pump before returning it to tandem with a pre-paid label.